Event description:
Related manufacturing reference number: 2017865-2023-11746, related manufacturing reference number: 2017865-2023-11749, related manufacturing reference number: 2017865-2023-11750. It was reported that the patient passed due to congestive heart failure and hypertensive arteriosclerotic heart disease. There is no known allegation from a healthcare professional that the biventricular implantable cardioverter defibrillator system caused or contributed to the patient's death.